Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet charger displayed a green flashing light and would not charge the device after the user resumed home use following a stay in a rehabilitation facility where the ilet was not used. The event was characterized as a charger not charging, with no alerts or alarms on the device. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose management, as the user had not been using the ilet during the prior period. Investigation included troubleshooting and user education, and a goodwill replacement charger was provided. Investigation of this case revealed a suspected charger malfunction. It was concluded that the charger was likely defective and replacement was warranted.